Manufacturer narrative:
Additional information: section d added serial#, lot#, & exp date. Section h added manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and a kink in the inner lumen and catheter tubing. This can cause difficulty monitoring the pressure waveform. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in the intensive care unit , there was a pressure trace with no numbers and the customer was able to re zero the pressures. The catheter would flush and aspirate ok. There was no difficulty with insertion of the iab. There was no problem with the trigger or EKG and no interruption in iab therapy. The cause of death was not directly related to iab. Patient had poor prognosis due to cardiogenic shock and the severe mi. A separate report will be submitted for the intra-aortic balloon pump (iabp).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in the intensive care unit , there was a pressure trace with no numbers and the customer was able to re zero the pressures. The catheter would flush and aspirate ok. There was no difficulty with insertion of the iab. There was no problem with the trigger or EKG and no interruption in iab therapy. The cause of death was not directly related to iab. Patient had poor prognosis due to cardiogenic shock and the severe mi. A separate report will be submitted for the intra-aortic balloon pump (iabp).